Event description:
During a laparoscopically assisted vaginal hysterectomy the pt exhibited forceful, jerky motions. The instrument showed an arcing effect and the assisting surgeon rec'd a shock. There was no pt or user injury.